Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer had a long boot up time. It was also noted that the power cord bay door latch was broken and the printer drawer was broken.

Event description:
It was reported that the programmer takes a very long time to boot up and interrogate implantable devices. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.